Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head keeps coming off - oral-b [device breakage] case narrative: consumer stated on phone that oral-b refills (suspect) keeps on coming off from oral-b toothbrush (concomitant) while they are brushing their teeth. No injury was reported.

Manufacturer narrative:
27-feb-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head keeps coming off - oral-b [device breakage]. Case narrative: consumer stated on phone that oral-b refills (suspect) keeps on coming off from oral-b toothbrush (concomitant) while they are brushing their teeth. No injury was reported. Follow-up 10-feb-2026: the suspect product was returned to manufacturer on 20-jan-2026, and batch/lot code for concomitant product updated. No injury was reported. Follow-up 27-feb-2026: product investigation results: product investigation result for the suspect oral-b toothbrush handle and concomitant oral-b refills was received. The received refills are not latching reliably on the toothbrush. The driving shaft of received handle is shorter compared to that of a sample handle. Cause of failure was found to be consumer related - effect of force, driving shaft broken. Based on investigation results, a manufacturing or design issue can be excluded. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return. H3 other text : pending investigation.

Event description:
Brush head keeps coming off - oral-b [device breakage]. Case narrative: consumer stated on phone that oral-b refills (suspect) keeps on coming off from oral-b toothbrush (concomitant) while they are brushing their teeth. No injury was reported. Follow-up 10-feb-2026: the suspect product was returned to manufacturer on 20-jan-2026, and batch/lot code for concomitant product updated. No injury was reported.